Event description:
During coil embolization of the left anterior communicating artery (a-com) aneurysm, the physician used a normal saline bag (not mixed with heparin) for flushing that was changed for heparinized saline approximately 30-40 minutes later. Difficulties were encountered to access the target lesion and multiple attempts were performed to position the device. While the physician was manipulating the device, the guidewire ruptured the aneurysm. Imaging revealed the vessel rupture with subsequent bleeding. Also noted was thrombus formation in the middle cerebral artery (mca) with total occlusion of the mca from the m1 segment. The physician stated that it seemed that the vessel thrombotic occlusion had occurred prior to the aneurysm rupture. Following unsuccessful attempts to resolve the thrombus using the subject device; a microcatheter and urokinase, the patient was transferred for surgery.

Event description:
During coil embolization of the left anterior communicating artery (a-com) aneurysm, the physician used a normal saline bag (not mixed with heparin) for flushing that was changed for heparinized saline approximately 30-40 minutes later. Difficulties were encountered to access the target lesion and multiple attempts were performed to position the device. While the physician was manipulating the device, the guidewire ruptured the aneurysm. Imaging revealed the vessel rupture with subsequent bleeding. Also noted was thrombus formation in the middle cerebral artery (mca) with total occlusion of the mca from the m1 segment. The physician stated that it seemed that the vessel thrombotic occlusion had occurred prior to the aneurysm rupture. Following unsuccessful attempts to resolve the thrombus using the subject device; a microcatheter and urokinase, the patient was transferred for surgery.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Aneurysm rupture and thrombosis are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.